Manufacturer narrative:
Device has not been explanted; therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
Date of implant: 2007, it was reported that a patient underwent a spinal procedure with implantation of rods at l2-l4. Approximately 7 weeks post-op, patient experienced problems after "he bent over to pick something up." According to the surgeon, the "patient is not terribly symptomatic." No plans for revision surgery has been scheduled. The surgeon is continually monitoring the patient. No other patient complications were reported.